Event description:
The customer reported approximately several milliliters of fluid leaked from underneath the unit involving coulter act diff 12 analyzer. The customer had on personal protective equipment consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure risk management plan at the facility. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) re-routed the pinched drain tubing from valve lv15 which caused both baths to overflow and the vacuum isolation chamber not to drain. The fse decontaminated the diluent reservoir and replaced the dual diluent filters, the blue filters, the peristaltic tubing, and the hemoglobin lamp to resolve intermittent platelet and hemoglobin startup issues. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).